Event description:
It was reported that suture placement in the right common femoral artery was achieved with a prostyle device using the pre-close technique via a 7f sheath prior to a thoracic endovascular aneurysm repair (tevar) procedure. Reportedly, a second prostyle suture was attempted to be preplaced; however, a cuff miss [suture retrieval issue] was noticed. Another prostyle device successfully pre-placed a second suture. The sheath was upsized to 17f and the tevar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appears to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.